Event description:
Consumer called to report stating they are getting readings that are way off. Analysis run on clark error grid using competitive readings (147 as ref. Point vs. Bd readings (513) yeilded data points in the c range of the grid, outside of acceptable limits.